Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a ranger balloon catheter with a v-18 control wire inside the device and the device was inside of an unknown sheath. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple buckling to the inflation lumen. The guidewire lumen is separated 136.5cm from the hub. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that would have contributed to the difficulty to remove.

Event description:
Reportable based on analysis performed on (B)(6) 2024. It was reported that the balloon was difficult to remove from the sheath. The percutaneous transluminal angioplasty procedure took place in a moderately calcified and moderately tortuous target lesion. A ranger dcb 4x200mm, 150cm was selected for the procedure. The procedure was performed successfully; however, after deflation, the ranger was not possible to be pulled back from the sheath. The ranger had to be removed together with the sheath. However, device analysis revealed the guidewire lumen was separated 136.5cm from the hub.